Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer was hospitalized due to high blood glucose level that was caused by two infections on (B)(6) 2015. Customer was not wearing the insulin pump at time of hospitalization. Customer has not been wearing the insulin pump since april. Customer started wearing the insulin pump again on (B)(6) 2015. Customer's mother mentioned that the customer is on a lot of medicine. Customer's blood glucose level at time of call was 499 mg/dl. Customer's mother declined to troubleshoot. Customer's mother was advised to call back if needed. Customer will not be returning the device for analysis.